Event description:
The problem was observed on 11/15/98. Pt claims that some needles were bent upon opening the orange cap. Also, the pt had a difficult time drawing out the insulin. The pt said the "rubber stopper" on the plunger was too loose on several syringes, thereby not allowing a proper vacuum to form. The reporter replaced #20 syringes for the pt and the reporter has retained the defective ones for co inspection if requested.